Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ceramic head was damaged during maintenance involving an olympus resection sheath. There was no patient involvement.